Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a healthcare professional via email on 08jul2021 and stated that year ago, she was experienced with a corneal ulcer while wearing contact lens. Symptoms have been resolved. Additional info has been requested but not yet available.